Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned an eval will be completed and a supplementary report will be submitted.

Event description:
It was reported that a device displayed a "system error 322" message. Any pt involvement, injury or medical intervention is unk.